Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported the right ventricular (rv) lead (model 6944) was explanted and replaced due to high threshold. It was also reported that during attempted implant and while the physician was exercising the 4076 lead, the screw did not extend for sixteen rotations then "jumped" out. The lead was never implanted in the patient and a new lead was used. No patient complications have been reported as a result of this event.